Manufacturer narrative:
Device history record review was conducted and the product met quality requirements for product acceptance. The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Manufacturer narrative:
The target lesion was the right superficial femoral artery. There was moderate calcification and mild vessel tortuosity with an 80% stenosis. Approach was made from the left femoral artery. Dilatation was initially conducted with a cutting balloon without reported event. An aviator plus was then advanced over a cruise guidewire and leakage of contrast media was observed from the shaft while pressurizing with an everest indeflator. The device was exchanged for another and the target lesion was then dilated. There was no adverse event and the patient is in stable condition. There will be a product return. There was no difficulty removing the product from the hoop. No kinks or other damages were noted prior to inserting the product into the patient. The device prepped normally and was able to maintain negative pressure. The everest indeflator used during the procedure was successfully used with other devices. One non sterile 0.014 6.0x40 142cm aviator plus catheter was received coiled inside a plastic bag. There were bends detected on the shaft probably due to the way the unit was sent for analysis. (B)(4). A sem analysis was performed to determine the possible root cause of the leak on the shaft. The shaft outer and inner surfaces were scanned to identify the possible root cause of the leak. Results showed that the shaft presents a tear that went through the whole wall thickness of the inner and outer bodies. The exact cause of the failure mode could not be conclusively determined; however it appears that a pointed object went through the inner lumen and out of the shaft. Customer complaint reported per 'body leakage' was confirmed. The exact cause of the failure could not be conclusively determined. Procedural factor might have contributed to the failure, neither the DHR review nor the product analysis or the sem analysis suggests that the failure experienced by the costumer could be related to the manufacturing process. Controls are in place in aviator manufacturing line to detect leaks on the catheter. No corrective/preventive action will be taken at this time. As the shape of the leak site suggests that a pointed object went through the inner lumen and out of the shaft the difficulty experienced by the customer may have been caused by the operational context of the device. However, it is not possible to draw a clinical conclusion between the device and the event.

Event description:
The patient was female but age was unknown. The target lesion was the right superficial femoral artery. There was moderate calcification and mild vessel tortuosity, the rate of stenosis was 80%. Approach was made from the left femoral artery. Dilatation was initially conducted with a cutting balloon (4mm, bsj) without problem. An aviator plus (complaint product) was delivered over a cruise guidewire (st jude medical). Leakage of contrast media was observed from the shaft while pressurizing with the everest indeflator (medtronic). The device was exchanged to 435-604l and the target lesion was dilated without patient injury. There was no adverse event and the patient is in stable condition. There will be a product return. There was no difficulty removing the product from the hoop. No kinks or other damages were noted prior to inserting the product into the patient. The device prepped normally and was able to maintain negative pressure. The everest indeflator used during the procedure was successfully used with other devices.